Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. The reported gladius mg 14 pv es guide wire was returned for investigation. The polymer jacket of the returned gladius mg14 pv es was found stretched and torn at approximately 7mm distal to the proximal solder (set at 30mm from the tip for the purpose of fixing the coil onto the core). The core wire was found fractured at approximately 15mm distal to the proximal solder. The outer coil was stretched and fractured at approximately 25mm distal to the proximal solder. Microscopic observation revealed that the fracture end of the coil was necked due to tensile stress. The fracture surface of the core wire was found oblique, which was typically observed when bending force was applied. These findings suggested that the core wire of the gladius mg 14 pv es had been fractured at approximately 15mm from the tip, while the outer coil had been fractured and the polymer jacket had been torn at approximately 25mm from the tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that bending force with guide wire manipulation was locally applied on the gladius mg 14pv es while its tip was caught by the lesion, causing the core wire to be fractured. As torsional stress was applied during removal of the guide wire, the outer coil and polymer jacket were stretched, fracturing the outer coil and tearing the polymer jacket. It was concluded that this event was not attributed to product quality. No CAPA will be taken. The instructions for use (IFU) states: [warnings] - observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing corresponding movement of the tip. [Otherwise, the guide wire may be damaged and/or trauma may occur.] In addition, ensure that the distal guide wire and its location in the vessel are visible during wire manipulations. - never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position.[otherwise damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action. - if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunctions and adverse effects] - separation of the guide wire.

Event description:
It was reported that the tip of an asahi gladius mg 14 pv es guide wire had fractured during a percutaneous peripheral intervention (ppi) to treat a moderately calcified chronic total occlusion (cto) in the right anterior tibial artery. The gladius mg 14 pv es was advanced to cross the lesion subintimally with the support of an asahi corsair microcatheter. The tip of the gladius mg 14 pv es snapped off when the physician tried to retract the guide wire back into the microcatheter. The separated wire tip was then jailed with a stent. There were no adverse patient effects associated with this event. The patient was reportedly fine after the procedure.

Manufacturer narrative:
UDI: related data quality updates only . As we received an email time-stamped saturday, on (B)(6) 2024 1:27 am at our end from (B)(6) , MDR data systems team, to inform us of the discrepancies in the device identification fields of our submitted electronic equivalent of the FDA form 3500a when compared with the information in the gudid. The reported device is sold outside the us in a different brand name but is similar in structure and construction as a currently us marketed device, asahi gladius mongo14 es (k180784). After comparing the information in the previous submitted MDR with that of asahi gladius mongo14 es in the corresponding fields in the gudid, we determined to submit this supplemental report. The changes we intend to make are as follows: d1: brand name - from gladius mg 14 pv es to asahi gladius mg14 pv es. D3: manufacturer name, city, and state - from asahi intecc co., ltd. To asahi intecc co., ltd. D4: model # - from no entry to pp14r304p. Catalog # - from pp14r304p to no entry. G1: contact office - from asahi intecc co., ltd. To asahi intecc co., ltd. H4: device manufacture date - from 12-11-2022 to no entry.